Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06436; 2938836-2020-06437. It was reported that the complete system was explanted due to infection with failed medical therapy. As medications failed, the physician decided to remove all foreign materials from the patient's body and will continue with medical therapy. The physician did not allege the device as a cause of infection. The cause of infection was unknown.